Event description:
It was reported that the centrimag motor speed was dropping when the motor cable was manipulated. The issue was reproduceable and the motor would be returned for evaluation. The motor was switched out for a new motor with no issue.

Manufacturer narrative:
The patient information was unavailable. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag motor speed dropping upon manipulation of the motor cable was unable to be confirmed. The centrimag motor (serial number: (B)(6)) was returned to the service depot and was evaluated and tested on 12apr20222. The motor was connected to a test loop and console and was run for several days while occasionally flexing its motor cable throughout the entire length of the cable. No drops in speed nor alarms were observed. The motor was forwarded to the product performance engineering lab for further analysis. The returned centrimag motor was connected to a test loop and console and was allowed to run for an extended period of time. During this time, the cable was flexed throughout the entire length of the cable. No alarms nor speed drops were observed during testing. The reported event was unable to be reproduced. Multiple good faith efforts were sent asking if the issue was resolved with the motor exchange. To date, no response has been received. A root cause for the reported event was unable to be conclusively determined through this investigation. Review of the device history record for centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 30jun2016. The 2nd generation centrimag system operating manual (rev. M) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. M) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (rev. M) section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: patient information was requested but was not provided. Manufacturer's investigation conclusion: the reported event of the centrimag motor speed dropping upon manipulation of the motor cable was unable to be confirmed. The centrimag motor (serial number: (B)(6)) was not returned for evaluation, and no additional log files were submitted for review. A root cause for the reported event was unable to be conclusively determined through this analysis. Review of the device history record for centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. M) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. M) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (rev. M) section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag motor speed dropping upon manipulation of the motor cable was unable to be confirmed. The centrimag motor (serial number: (B)(6)) was returned to the service depot and was evaluated and tested on 12apr20222. The motor was connected to a test loop and console and was run for several days while occasionally flexing its motor cable throughout the entire length of the cable. No drops in speed nor alarms were observed. The reported event was unable to be reproduced. Multiple good faith efforts were sent asking if the issue was resolved with the motor exchange. To date, no response has been received. A root cause for the reported event was unable to be conclusively determined through this investigation. Review of the device history record for centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. Customer order, s179738 was shipped on 30jun2016. The 2nd generation centrimag system operating manual (rev. M) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. M) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (rev. M) section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.